Event description:
Impedances slowly declining on lead. High impedance of 926 ohms in 4/98. Impedance 4/00 measured 674 ohms. Presented to ER w/ complaints of irregular pulse, lightheadedness, shortness of breath w/exertion. Egm's revealed noise on ventricular lead which inhibited pacing in the ventricle. Lead replaced.